Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients leads migrated on the left side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.